Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent an atrioventricular fix and tore the aorta so hard to do emergency homograft insertion. Lots of air went into the pump. A pump stoppage occurred at the time of the operation. During the analysis of the log file, pump sops were observed while the pump was at 6000rpm which did not seem to be an issue. After the speed was brought up to 8000rpm, the pump was running as expected and the set speed was at 8800 rpm. It was noted that the system controller had 28 days accumulated on the timer. The patient had a neurological dysfunction, right hemisphere subdural hematomas. Computed tomography was performed, and stroke was noted. The patient was on blood thinner treatment, aspirin at the time of the event. An emergency surgical treatment was performed. The anesthesia caused a drop in blood pressure, and a continuous infusion of bosmin was started. The patient's blood pressure did not improve after surgery and there was no improvement after treatment with pitressin and noa; however, the patient's condition worsened and ultimately passed away due to the neurologic disorder. The event did not have causal relationship with the device. It was unknown if the device functioned properly at the time of death. The device was explanted. The patient's operation and pump stop was previously reported under MFR 2916596-2018-00508.

Event description:
It was reported that the patient was on a right ventricular assist device (rvad) (confirmed not a centrimag) due to the progression of right heart failure. On (B)(6) 2018, the patient had a right subdural hematoma. This was the direct cause of death.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2018-00785. This report is being submitted as additional information. Correction: added the code 1884: hematoma to h6. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , found no device-related issues. A direct correlation between the device and the reported events could not conclusively be established through this evaluation. (B)(6) was returned assembled with the driveline cut approximately 2.5¿ from the pump housing, and the distal portion of the driveline was not returned. The inlet elbow and the distal half of the severed flex section were returned attached to the pump. The inlet tube and the proximal half of the flex section were not returned. The sealed outflow conduit was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured around the outflow graft nut. Examination of (B)(6) upon disassembly revealed no developed depositions or adhered thrombus formations that would have been present during support. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. This record was determined to be supplemental to MFR. Report #2916596-2018-00785; however, the previously recorded investigation is unable to be updated as it is recorded in a legacy system. Investigation of the returned device under MFR. Report #2916596-2018-00785 was included under this record to ensure the investigation is updated as applicable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and are currently available. Section 1 ¿introduction¿ of this document lists death, stroke, bleeding (perioperative or late), and right heart failure as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.